Event description:
Pt had an operation in 1998 that involved a left l4-5 discectomy, l5-s1 bilateral decompression laminectomy, and posterior lumbar fusion at l5-s1. A 13x 20mm bak/proximity cage, part# 8001-1320-00, and a 13 x 20mm bak cage, part # 3000-1320-00, were implanted at l5-s1. Pt later underwent surgery in 1999 (6 1/2 mos post-op) to remove the right bak cage.